Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed all drawers, doors and fridge were failed to open and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were failed and not detected on the bus. A field service engineer (fse) disabled the drawer firewall to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.